Manufacturer narrative:
Expiration date: na. Additional suspect medical device components involved: model #: tcn-10, lot #: 021916, 111516, and 121716, description: nitinol tc electrode, 150 mm. Model #: tcn-5, lot #: 022616, description: nitinol tc electrode, 50 mm.

Event description:
A report was received that the glue inside the hub of the electrodes had eroded.

Manufacturer narrative:
Device analysis showed that electrodes #(B)(4) have broken thermocouples. Device analysis of all other electrodes found nothing wrong.

Event description:
A report was received that the glue inside the hub of the electrodes had eroded.